Manufacturer narrative:
A review of the device history records for the reported finished good lot and raw material components identified no quality issues during the incoming, manufacturing, in-process, or final inspection processes. No additional complaints have been received for this lot. Sterile samples from the reported lot were not returned for visual review and testing. The actual devices or magnified photos were not returned for review. If samples or photos become available at a later time, they will be reviewed and tested and the results will be included in the file. A follow-up report will be submitted at that time. Without reviewing the actual reported device(s), receiving magnified photos of the actual devices, or receiving detailed information regarding the method utilized to remove the device from the packaging, preoperative preparation of the device, tools utilized to grasp the devices, details of the procedure performed, or the surgeon¿s technique, a definitive root cause cannot be determined at this time.

Event description:
Our affiliate reported the needle detachment from the suture and fell into the body cavity.